Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist recommended the customer review their pre-analytical sample handling procedure. A siemens headquarters support center (hsc) specialist reviewed the instrument data. Quality controls were within acceptable range indicating that there was no instrument malfunction. The hsc specialist stated that the difference between the initial and repeat results was indicative of an improper integrated multi-sensor technology (imt) dilution for the initial run. The hsc specialist also determined that there were several clog detect and sample aspiration errors over a 7 day time period suggesting that pre-analytical sample quality may be a contributing factor. There were no quick check failures related to the imt system suggesting that the instrument was performing as expected. The hsc specialist determined that the cause of the discordant, falsely elevated na and cl results on one patient sample was due to a sample specific issue, which was caused by a poor sample quality and the presence of gel, fibrin, and/or cellular material impacting the sample aspiration for the initial dilution of the sample. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) and chloride (cl) results were obtained on one patient sample on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate dimension vista instrument, resulting lower. The results obtained on the alternate dimension vista instrument were reported to the physician(s). The customer also repeated the sample on the original dimension vista instrument (s/n: (B)(4)), which resulted lower and matched the result obtained on the alternate dimension vista instrument. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated na and cl results.